Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during a lead revision to address a lead migration issue on (B)(6) 2019, (reference reg report: 1627487-2019-12514, 1627487-2019-12515), the physician experienced difficulty implanting a new lead due to excess scar tissue. A cerebrospinal fluid (csf) leak was discovered and the procedure was abandoned. Postoperatively, the patient indicated having a headache. Patient was given medications for headache and told to lay flat. No additional information was provided.